Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor ruptured off during push of the plug. The anchor is still in the patient but the rest of the system was fully removed. Manual compression was applied for 20 minutes. Even with the anchor still in the patient, there was no issues. The patient is stable. Additional information was received on 3/21/18: anchor was deployed from thread and washed away in the vessel, common iliac artery. Additional information was received on 4/11/2018: it was a right femoral artery puncture and the patient was discharged.

Manufacturer narrative:
One used 6fr angio-seal vip device was received for product evaluation. The guidewire and arteriotomy were returned along with the device. The returned components were subjected to visual analysis where blood like substance was observed. No gross visual anomalies were noted with the guidewire or arteriotomy locator. The hemostatic sheath was returned mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. There was 5.3065" for suture exposed from the hemostatic sheath as measured with a sliding gauge. The distal end of the exposed suture appeared bluntly cut under microscopy. Neither the anchor nor collagen were returned. The device appeared consistent with full deployment. Based on the returned device, neither the anchor nor the collagen were returned for analysis. Per the complaint description, the anchor is still within the patient. With an incomplete device returned, no definitive failure mode could be identified for the reported anchor detachment. The returned components indicate that the device was properly deployed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.